Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version: 4.11e. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case on the battery tube side, missing battery cap contact, and cracked retainer ring.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.